Manufacturer narrative:
There is no connection that can be at this time between any post-operative complications experienced by the patient and a problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2007 - the patient was diagnosed with a vaginal vault prolapse, atrophic vaginal changes, mixed urinary incontinence and underwent a bilateral salpingo-oophorectomy, lysis of pelvic adhesions, sacrocolpopexy with implant of a bard/davol flat mesh, mid-urethral tension-free vaginal mesh using a non bard/davol sling and an anterior/posterior colporrhaphy. Per the implant op report, "we then trimmed the ends of the said mesh. One end of the mesh was then sutured into the 5 sutures of the apex of the vagina without difficulty. The mesh was placed against the cuff. The sutures were tied. The mesh had been cut to size and had been cut to size in a manner as to help assure there was no increased tension on the apex of the vagina." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.